Event description:
A customer reported that their pump screen was dark and would not turn on. The blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.